Event description:
It was reported that the customer experienced an alarm 2 followed by alarm 26 related to an occlusion issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was instructed by technical support to take several actions, including disconnecting and tightening tubing, as well as delivering boluses to address the issue. Ultimately, the customer was advised to replace the necessary supplies and resume insulin.